Event description:
Consumer called to report getting inaccurate readings. Analysis run on consensus error grid using mean reading (181) as ref. Point vs. Bd readings (62,287,194) yielded some data points in the c zone of the grid, outside of acceptable limits.